Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device and simulated use testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was determined to be a false empty detect at the initial drain and initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intraperitoneal volume event during peritoneal dialysis on the homechoice device. This alarm occurred during drain one of seven. The patient's fill volume was 2400 ml and they drained 8820 ml in drain one. Their ultrafiltration for cycle one was 6426 ml. The technical services representative (tsr) assisted in ending therapy to swap the machine. There was no patient injury or medical intervention reported. No additional information is available.